Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's sister reported via phone call that the customer was hospitalized for a low blood glucose of 59 mg/dl; the customer was found disorientated and feverish. The customer had been having low blood glucose events for the past six months. The customer was treated at the hospital; she was hospitalized at the time of call. No products were returned or replaced.